Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when lead noise was observed. No intervention was performed at the time of the visit and patient was set up with remote monitoring. Patient remained stable before, during, and after the device interrogation.

Manufacturer narrative:
(B)(4).

Event description:
New information received states that during lead revision for noise, previously reported, an insulation breach was observed. The lead was capped and replaced on (B)(6) 2017. The patient condition was stable.